Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure; the customer reported to technical service engineer (tse) that repeated recoverable faults on universal surgical manipulator (usm) arm 3 was observed. The customer stated that they had swapped out instruments; however, the issue persisted. Tse viewed system logs and confirmed 32097 errors on usm arm 3. Tse explained that the error is related to the arm itself. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto an in-house system where each error was triggered indicating fault on the insertion axis, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the rolling loop fiber in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.